Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adnexal torsion ("fallopian tube was folded over") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), adnexal torsion (seriousness criteria medically significant and clinically significant/intervention required), allergy to metals ("signs and symptoms she was allergic to nickel"), vaginal haemorrhage ("abnormal vaginal bleeding") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (robot-assisted total hysterectomy with bilateral salpingectorny). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, adnexal torsion, allergy to metals, vaginal haemorrhage and procedural pain outcome was unknown. The reporter considered pelvic pain, adnexal torsion, allergy to metals, vaginal haemorrhage and procedural pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2007: hysteroscopy result was successful bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2017: internal correction: after internal review, the event fallopian tube was folded over was upgraded to serious due to medical significance. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and her fallopian tube was folded over (seen as fallopian tube torsion). Pelvic pain is anticipated in the reference safety information for essure while fallopian tube torsion is unanticipated. Essure coils were removed approximately 9 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Risk factors for isolated fallopian tube torsion include both intrinsic factors, including pelvic inflammatory disease, hydrosalpinx, tubal ligation, and tubal neoplasm; and extrinsic factors such as adhesions, adnexal venous congestion, adjacent ovarian or paraovarian masses, uterine masses, gravid uterus, and trauma. This present case was reported with very limited information; however, as essure coils are located inside fallopian tubes, the causality between the event fallopian tube was folded over and essure use cannot be excluded. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), adnexal torsion ("fallopian tube was folded over"), autoimmune thyroiditis ("hashimoto") and haematochezia ("blood in stool") in a 35-year-old female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. Concomitant products included salbutamol (albuterol inhaler) since 1995 and seretide (advair) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), allergy to metals ("signs and symptoms she was allergic to nickel / nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), nasopharyngitis ("cold"), dermatitis allergic ("allergic or hypersensitivity reaction (type: skin)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary)"), depression ("psychological or psychiatric problems (condition: depression)"), hypothyroidism ("hypothyroid"), pruritus ("horrible itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("severe constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robot-assisted total hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (robot-assisted total hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexal torsion, autoimmune thyroiditis, haematochezia, allergy to metals, vaginal haemorrhage, procedural pain, menorrhagia, nasopharyngitis, dermatitis allergic, urinary tract infection, depression, hypothyroidism, pruritus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, alopecia and vulvovaginal pain outcome was unknown. The reporter considered adnexal torsion, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, constipation, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, haematochezia, headache, hypothyroidism, menorrhagia, migraine, nasopharyngitis, pelvic pain, procedural pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Hysteroscopy - on (B)(6) 2007: successful bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), adnexal torsion ("fallopian tube was folded over"), autoimmune thyroiditis ("hashimoto") and haematochezia ("blood in stool") in a 35-year-old female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included underweight. Concomitant products included salbutamol (albuterol inhaler) since 1995 and seretide (advair) since 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), allergy to metals ("signs and symptoms she was allergic to nickel / nickel allergy"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), nasopharyngitis ("hormonal changes (describe: cold)"), dermatitis allergic ("allergic or hypersensitivity reaction (type: skin)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary)"), depression ("psychological or psychiatric problems (condition: depression)"), hypothyroidism ("hypothyroid"), pruritus ("horrible itchy skin"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("severe constipation") and alopecia ("hair loss"). On an unknown date, the patient experienced adnexal torsion (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robot-assisted total hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (robot-assisted total hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, adnexal torsion, autoimmune thyroiditis, haematochezia, allergy to metals, vaginal haemorrhage, procedural pain, menorrhagia, nasopharyngitis, dermatitis allergic, urinary tract infection, depression, hypothyroidism, pruritus, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, constipation, alopecia and vulvovaginal pain outcome was unknown. The reporter considered adnexal torsion, allergy to metals, alopecia, autoimmune thyroiditis, bladder disorder, constipation, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, haematochezia, headache, hypothyroidism, menorrhagia, migraine, nasopharyngitis, pelvic pain, procedural pain, pruritus, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Hysteroscopy - on (B)(6) 2007: successful bilateral fallopian tube occlusion. Most recent follow-up information incorporated above includes: on 28-jun-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes (describe: cold), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction (type: skin), infection (bladder/ urinary tract/vaginal) (type: urinary), psychological or psychiatric problems (condition: depression), autoimmune disorder (type of disorder: hypothyroid and hashimoto), rashes or skin conditions (type: horrible itchy skin), bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, vaginal pain, gastrointestinal or digestive system condition (type: severe constipation and blood in stool), hair loss. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain and her fallopian tube was folded over (seen as fallopian tube torsion). Pelvic pain is anticipated in the reference safety information for essure while fallopian tube torsion is unanticipated. Essure coils were removed approximately 9 years after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Risk factors for isolated fallopian tube torsion include both intrinsic factors, including pelvic inflammatory disease, hydrosalpinx, tubal ligation, and tubal neoplasm; and extrinsic factors such as adhesions, adnexal venous congestion, adjacent ovarian or paraovarian masses, uterine masses, gravid uterus, and trauma. This present case was reported with very limited information; however, as essure coils are located inside fallopian tubes, the causality between the event fallopian tube was folded over and essure use cannot be excluded. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.